Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: the pump black box history showed one unexplained power event occurring. The pump and battery cap were examined and no visible damage was found. The battery cap was tested and was confirmed to be within specifications. The battery cap was inserted and the pump powered on appropriately. The pump was exercised for 24 hours without power interruption. The pump was opened and no internal moisture damage or defects were found. The issue was observed in the pump history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had powered off at random and would not power back on after battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.